Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive insulin flow blocked alarm. Customer's blood glucose was 400 mg/dl. After troubleshooting, issue was resolved. Customer was advised that insulin pump was working as designed. Customer's blood glucose was 400 mg/dl which was treated with insulin pen. Customer declined troubleshooting for high blood glucose.